Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for two patients, which were inconsistent with the negative scans. Additional information regarding the scans was requested, but the customer does not have any further details to provide. The following data was provided: customer¿s normal reference range: =/<2 ng/l. Patient 1: on (B)(6) 2025, 13:53, troponin result = 332 ng/l, on (B)(6) 2025, 11:07, troponin result = 364 ng/l, on (B)(6) 2024, 20:34, troponin result = 239 ng/l, on (B)(6) 2024, 08:50, troponin result = 291 ng/l, on (B)(6) 2024, 20:07, troponin result = 283 ng/l, on (B)(6) 2024, 04:41, troponin result = 255 ng/l, on (B)(6) 2024, 13:42, troponin result = 293 ng/l, on (B)(6) 2024, 20:13, troponin result = 339 ng/l, on (B)(6) 2024, 15:17, troponin result = 316 ng/l, on (B)(6) 2024, 10:43, troponin result = 194 ng/l, on (B)(6) 2024, 18:12, troponin result = 215 ng/l, on (B)(6) 2024, 12:07, troponin result = 215 ng/l, on (B)(6) 2024, 14:01, troponin result = 247 ng/l, on (B)(6) 2024, 21:07, troponin result = 279 ng/l, on (B)(6) 2024, 14:44, troponin result = 285 ng/l, on (B)(6) 2019, 19:56, troponin result = 84 ng/l, on (B)(6) 2019, 16:46, troponin result = 82 ng/l, on (B)(6) 2018, 20:20, troponin result = 81 ng/l, on (B)(6) 2018, 22:58, troponin result = 73 ng/l, on (B)(6) 2018, 19:43, troponin result = 79 ng/l, on (B)(6) 2018, 16:44, troponin result = 59 ng/l, on (B)(6) 2018, 13:35, troponin result = 55 ng/l, on (B)(6) 2016, 08:00, troponin result = 23 ng/l, on (B)(6) 2016, 13:43, troponin result = 17 ng/l, on (B)(6) 2016, 10:18, troponin result = 24 ng/l. Patient 2: on (B)(6) 2024, 12:54, troponin result = 116 ng/l, on (B)(6) 2024, 13:45, troponin result = 77 ng/l, on (B)(6) 2024, 10:46, troponin result = 73 ng/l, there was no further impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 0421, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section d3 - email: this section was corrected from (B)(4). Section g1 - mfg site email: this section was corrected from (B)(4). The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot unknown and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient results for all reviewed lots are within established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number unknown.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for two patients, which were inconsistent with the negative scans. Additional information regarding the scans was requested, but the customer does not have any further details to provide. The following data was provided: customer¿s normal reference range: =/<2 ng/l. Patient 1: (B)(6) 2025 13:53 troponin result = 332 ng/l, (B)(6) 2025 11:07 troponin result = 364 ng/l, (B)(6) 2024 20:34 troponin result = 239 ng/l, (B)(6) 2024 08:50 troponin result = 291 ng/l, (B)(6) 2024 20:07 troponin result = 283 ng/l, (B)(6) 2024 04:41 troponin result = 255 ng/l, (B)(6) 2024 13:42 troponin result = 293 ng/l, (B)(6) 2024 20:13 troponin result = 339 ng/l, (B)(6) 2024 15:17 troponin result = 316 ng/l, (B)(6) 2024 10:43 troponin result = 194 ng/l, (B)(6) 2024 18:12 troponin result = 215 ng/l, (B)(6) 2024 12:07 troponin result = 215 ng/l, (B)(6) 2024 14:01 troponin result = 247 ng/l, (B)(6) 2024 21:07 troponin result = 279 ng/l, (B)(6) 2024 14:44 troponin result = 285 ng/l, (B)(6) 2019 19:56 troponin result = 84 ng/l, (B)(6) 2019 16:46 troponin result = 82 ng/l, (B)(6) 2018 20:20 troponin result = 81 ng/l, (B)(6) 2018 22:58 troponin result = 73 ng/l, (B)(6) 2018 19:43 troponin result = 79 ng/l, (B)(6) 2018 16:44 troponin result = 59 ng/l, (B)(6) 2018 13:35 troponin result = 55 ng/l, (B)(6) 2016 08:00 troponin result = 23 ng/l, (B)(6) 2016 13:43 troponin result = 17 ng/l, (B)(6) 2016 10:18 troponin result = 24 ng/l. Patient 2: (B)(6) 2024 12:54 troponin result = 116 ng/l, (B)(6) 2024 13:45 troponin result = 77 ng/l, (B)(6) 2024 10:46 troponin result = 73 ng/l. There was no further impact to patient management reported.